Event description:
After fellow did adjustments to the catheter it was noted the sterile sheath covering the impella was ripped at the hub entering the patient. It was unclear if this was present before the patient arrived to [redacted name] hospital or before. This is the second noticed torn sheath. Manufacturer response for temporary non-roller type left heart support pump, impella (per site reporter): manufacturer is currently investigating.